Manufacturer narrative:
(B)(4). Batch # p5635v. The analysis results that one psee60a device was returned with no visual non-conformances and with a ecr60b cartridge reload present. The cartridge was received fully fired and broken. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic transverse colectomy, the cartridge could not be fed into the jaws of the first device before the 3rd firing of feea. Another device was used for the 3rd firing . After the firing, the cartridge could not be removed smoothly, and broke in pieces. Another cartridge for the 4th firing did not fit into the jaws of the second device, and it was found that the cartridge pan was left inside the jaws and could not be removed even with the forceps. Ec60a was used to complete the case. The device was used on colon. The cartridge color was blue. There were no adverse consequences to the patient.